Manufacturer narrative:
H6: updated method and results code for manufacturing evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2015: (B)(6) surgery center. (B)(6) md. Operative report. Preoperative diagnosis: umbilical hernia. Postoperative diagnosis: umbilical hernia. Procedure performed: repair of umbilical hernia with gore-tex patch. Description of procedure: ¿on (B)(6) 2015, the patient was taken to the operating room and placed supine on the operating table. Following adequate induction of general endotracheal anesthesia, the abdomen was prepped and draped in the standard fashion. A curvilinear infraumbilical incision was made with a 15 blade. The subcutaneous tissue was divided down to the rectus fascia. The umbilical ring was encircled at the level of the rectus fascia with a hemostat. The umbilical skin fold was sharply dissected off of the hernia defect. The hernia defect was about 2.5 centimeters in diameter. Unfortunately, this also placed me in an intraperitoneal position. Because of this, I chose gore-tex for the repair. A 7.5 centimeter x 10 centimeter gore-tex patch was brought into the field and trimmed appropriately. This was sewn to the undersurface of the abdominal wall using full thickness sutures of 2-0 prolene. Care was taken as the sutures were tied to make sure that no fat crept up between the mesh and the anterior abdominal wall. The rectus fascia was then closed over the mesh with interrupted 0 vicryl. Hemostasis in the wound was excellent. The umbilical skin fold was inverted to the midline of the repair with another 0 vicryl. The subcutaneous tissue was approximated 3-0 vicryl and the skin closed with a running 4-0 vicryl subcuticular suture. A sterile dressing was applied in the operating room. The patient tolerated the procedure well and there were no complications. Estimated blood loss was less than 10 milliliters. Both preoperative and postoperative sponge and needle counts were correct.¿ [nurse reviewer note: incomplete record; missing page 2]. (B)(6) 2015: [facility ni]. Implant sticker. Gore® dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp05. Lot batch code: 13371807. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp05/13371807) was implanted during the procedure. (B)(6) 2016: (B)(6) health lexington. (B)(6) md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure performed: repair of recurrent incisional hernia with interposition prolene. Wound reexploration, with repair of hernia with underlay gore-tex patch; bilateral rectus sheath release (separation of components). Description of procedure: ¿on 03/16/16, the patient was taken to the operating room and placed supine on the operating table. Following adequate induction of general endotracheal anesthesia, the abdomen was prepped and draped in the standard fashion. A vertical midline incision was made. The subcutaneous tissue was divided with the cautery. The hernia sac was noted in the anterior subcutaneous compartment. The wound was carefully opened around this. The hernia sac was opened and it did appear to have some adhesed omentum. The hernia sac was further opened and the adhesions taken down. The previously placed gore-tex patch was found somewhat to the left side of the midline, with clear disruption to the right side of the fascia. The gore-tex mesh was explanted along with the prolene sutures. I then opened the rectus fascia caudad and cephalad to the extents of the wound. On each side, the rectus sheath was opened and a posterior plane created beneath the muscle. This was taken out widely around the rectus musculature. The posterior fascia and peritoneum were then closed with running 0 vicryl. A 6-inch by 6-inch sheet of prolene mesh was brought into the field and trimmed appropriately. This was tacked to the posterior fascia using interrupted 0 vicryls. There was some tension on the anterior fascia, but I did not believe this was undue. The anterior fascia was freed up from the subcutaneous tissue and then closed with interrupted #1 vicryls. The subcutaneous tissue was irrigated. It should be mentioned that the surgeon and team changed gloves before handling the mesh. The subcutaneous tissue was then reapproximated with interrupted 0 vicryls and the skin closed with running 4-0 vicryl subcuticular suture. As the patient was waking up from anesthesia, she bucked on her tube. An odd sound was heard. I was concerned that she might have disrupted a portion of her repair. Therefore, the patient was deepened under general anesthesia and the abdomen reprepped and draped. The incision was opened and the patient had disrupted the entire repair, both posterior sheath, mesh, and anterior fascia. At this point, I removed all the prolene mesh. I felt that the only recourse at this point was for a large sheet of underlay gore-tex and a lateral release (separation of components to remove all tension off the anterior fascia). The anterior abdominal wall was dissected free on either side to the oblique fascia. The oblique fascia was then opened vertically on each side of the incision and the rectus bundle/fascia was able to be mobilized to the midline and showed that it did not have any tension. At this point, a 12 x 15 cm gore-tex patch was brought into the field. This was sewn to the undersurface of the abdominal wall, widely around the midline defect, using full-thickness sutures of 0 prolene. Care was taken as the sutures were tied to make sure that no bowel crept up between the mesh and the anterior abdominal wall. The anterior fascia was then closed over this with interrupted #1 vicryls. The wound was again irrigated and hemostasis was excellent. Two jackson-pratt drains were brought from inferior stab wounds and directed under each side of the subcutaneous flaps. These were sutured to the skin with 3-0 nylon. The subcutaneous tissue was then reapproximated with interrupted 0 vicryls and the skin closed with staples. The drains were placed to bulb suction and a sterile dressing applied. The patient tolerated both procedures well. Estimated blood loss for all procedures is approximately 50 ml. Both preoperative and postoperative sponge and needle counts were correct twice. The patient was then taken to the recovery room in satisfactory condition.¿ 03/16/16: baptist health lexington. Implant sticker. Gore® dualmesh® plus biomaterial. Ref 1dlmcp04. Sn: (B)(6) . The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/14385735) was implanted during the procedure. (B)(6) 2016: (B)(6) health lexington. Implant sticker. Prolene mesh. Opened ¿ put in, took out. (B)(6) 2016: [missing records: a pathology report detailing analysis of the device removed during the 03/16/16 procedure was not provided.] (B)(6) 2016: [missing records: a culture report detailing analysis of the specimens collected during the 04/11/16 procedure was not provided.] (B)(6) 2016: (B)(6) health lexington. Karabeth moore, md. Discharge summary. Date of admission: 04/09/13. Discharge diagnoses: abdominal wall cellulitis. Recurrent abdominal wall seroma. Status post ventral hernia repair. Discharge medications: augmenting for 7 day. Ibuprofen; may continue. History: 56-year-old who underwent ventral hernia repair with dual mesh approximately 3 weeks ago. Presented to emergency room with fever, nausea, somnolence, and on scan had large fluid collections in midline and right side; smaller fluid collection in left. Worrisome findings for possible abscess; admitted for antibiotics and drainage. Has done well while here. On 04/11/16, underwent CT-guided drainage of the midline and right seroma; drains left. Fluid was clear yellow, sent for gram stain and culture; nothing has grown. White count has been normal, has been afebrile. Erythema she had of pannus has virtually resolved. Midline incision healing well. Eating, feels significantly better. Discharge home today with drains in place. Follow with dr. Page on friday. Records span (B)(6) 15 to (B)(6) 2016. Records span(B)(6) 2010 to (B)(6) 2012. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect; h6: updated investigation finding; h6: updated investigation conclusions; h6: health effect impact code: f26: no health consequences or impact; h6: medical device component: g04088: membrane; the investigation has been completed. Based upon the totality of the information received over the course of the investigation, and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested, may not have been received. Through gore's investigation and based on the available information, there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported, based on the original complaint. And are no longer applicable and/or not reportable per gore¿s investigation. It should be noted, that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence¿. Medical records, that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include, but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur, but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination, which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation. Therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified, that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating, manufacturer/compounder: w. L. Gore & associates, inc., lot number#: 13371807. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately, 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms, per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). (B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open umbilical hernia repair on (B)(6) 2015 whereby a gore® dualmesh® plus biomaterial was implanted. If applicable: the complaint alleges that on(B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrent incisional hernia, pain and suffering and removal of mesh due to migration. Additional event specific information was not provided.